Event description:
On july 22, 2008 the lay user/pt contacted lifescan alleging the one touch ultra 2 meter was reading inaccurately. The pt thinks the meter has been inaccurate for several weeks. On the day prior at 1:30 pm, the pt tested his blood glucose level and reportedly obtained a result of 219 mg/dl. Due to this result he allegedly took 25 units of berlinsulin 30/70. He also decided to take an add'l metformin pill. At 4:30 pm the pt was reportedly sweating. He tested his blood glucose level at that time and obtained a result of 59 mg/dl. Due to this reading, he reportedly took some oral glucose. He mentioned he did not feel well the entire afternoon. At 11:45 pm, the pt reportedly obtained a result of 286 mg/dl and again took 25 units of berlinsulin 30/70. He also took metformin at this time. The morning before he called lifescan at 8 am, he obtained a reading of 163 mg/dl and took 25 units of berlinsulin. The pt has had diabetes for 12 years. The pt explained his sliding scale as follows: when his result is 120-160 mg/dl, he takes 20 units of his berlinsulin, when it is 161-200 mg/dl he takes 25 units, and when it is between 201-250 mg/dl 30 units. It is unk how much metformin the pt takes. He tests his blood sugar four times per day to adjust his berlinsulin. On the troubleshooting telephone call the pt performed three tests and the results he reported were "257, 195, and 185 mg/dl" performed within 10 minutes of each other. Based on statistical criteria, the difference between these results falls within the expected value of <=20%. It was determined that the pt's testing technique was correct. The meter was set to the correct unit of measure. The results were verified in the meter memory. It was found that the calibration code number on the pt's meter did not match the code on the test strip vial. This complaint is being reported because the pt alleged the readings were inaccurate, took add'l insulin based on a particular reading, and reportedly suffered symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.